Event description:
The hcp initially reported the pump had pulled off the rectus fascia and leads. Additional information received from the hcp indicated the onset of the reported event was 2005. The patient began experiencing decreased pain control. The pump was flipping in the pocket. The pump pocket was revised in march and the catheter was replaced.

Manufacturer narrative:
As a result of an internal audit, this report is being submitted.